Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter was testing in settings mode. The complaint was classified based on customer care advocate (cca) documentation. The patient claimed that the meter issue occurred on (B)(6) 2015. The patient detailed that she manages her diabetes by self-adjusting her insulin doses and claimed that at 09:00 am on (B)(6) 2015, she skipped administering 5 units of humalog insulin in response to the alleged issue. The patient claimed that at an unknown time after the alleged issue occurred, she developed symptoms of feeling ¿nauseous and sweaty¿, however denied receiving any treatment. During troubleshooting when the cca walked the customer through the correct testing procedure, the issue was resolved. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.